Event description:
The manufacturer received the ventilator for evaluation. During the evaluation it was noted the ventilator¿s display screen had been damaged due to a physical impact. No harm or injury was reported. On testing, the display screen came on; however, the damaged for the impact rendered the screen unreadable. The device's display required replacement to address the issue. Additional findings not related to the malfunction/issue: the base, front, and rear enclosures were damaged and required replacement. However, no repairs were done because the device was scrapped.